Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. (B)(6). Device not returned to manufacturer.

Event description:
On 23rd may 2022 getinge became aware of an issue with one of our surgical lights ¿ blue 30. As it was stated, during an arm surgery, the bulb burst. As a result, protective screen was damaged and pieces of glass fell on the patient and surgeon. At the time of event the patient's wound had already been closed. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ blue 30. As it was stated, during an arm surgery, the bulb burst. As a result, the protective screen was damaged and pieces of glass fell on the patient and surgeon. At the time of the event, the patient's wound had already been closed. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence. According to the information provided by the service technician, the offer for repair was presented to the customer, however, the customer has not approved it yet. It was established that when the event occurred, the surgical light did not meet its specification and contributed to the event due to the bulb which had hit the glass of the headlight. The device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. The explosion of the halogen bulb can be caused by: a wear of the filament due to the excess of recommended replacement cycle a weakness of the bulb caused by foreign particles a power supply parameter non-compliance technical manual includes the information regarding th replacement of the bulb. To avoid similar incident it is recommended to: replace the bulb every 600 hours do not touch the glass body of the halogen bulb with the bare fingers adjust the voltage to 22.8 +/- 0,4v ac+dc at the bulb terminals we believe that all remaining devices are performing correctly in the market. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 version or model # and d4 catalog # fields deems required. This is based on the additional information that has been received. Previous d4 version or model # hm56077460; corrected d4 version or model # ard56077460; previous d4 catalog # hm56077460; corrected d4 catalog # ard56077460.